Event description:
It was reported that right ventricular (rv) lead had dislodged. The dislodgement was confirmed via x-ray. Then, the lead was revised. However, the patient had to travel and has not set up follow up yet. This was noted during an unrelated call for the pacemaker. This rv lead remains in service. No adverse patient effects were reported.